Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization procedure, resistance was encountered while advancing the coil in the microcatheter. During removal, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed from the patient. There was no reported intervention or patient injury. The current patient's status is reported to be good.

Manufacturer narrative:
The implant coil and the microcatheter were returned for investigation. The implant coil pusher was not returned. As received, the implant coil was confirmed to be stretched in the returned headway 17 microcatheter. In the attached picture file, picture one shows the tip of the coil in the microcatheter. Picture two shows the stretched section of the coil in the microcatheter. Picture three shows the coil after removal from the microcatheter. The stretched section is evident. The microcatheter was separately analyzed as a part of the p17-3867 investigation and was found to have a restriction at 22 cm from the distal tip, when checked with a mandrel. The restriction may have been related to collapse of the microcatheter shaft. Upon dissection of the location in question, an internal blockage of the microcatheter was confirmed. The restriction/blockage in the lumen could have caused the reported resistance and resulting damage to the coil if the coil was pulled against resistance. The noted coil stretch is typically the result of meeting resistance as pull force is applied. The root cause of the reported resistance and coil stretch appears to be the result of a restriction in the headway 17 microcatheter.